Event description:
Reporter indicated that during vns implant procedure, first lead test resulted in asystole. Approximately 12 seconds later, wand was removed from device and 0.4 mg atropine IV was administered. Approximately 5 seconds after administration of atropine, heart rhythm returned to sb, then sr, then st to heart rate of 128. Heart rate then decreased to 88 (baseline of 50). Device was interrogated and output current found to be at 1.0 ma. Device was programmed to off. Ten minutes later, 2nd lead test was conducted with no bradycardia or asystole. 3rd lead test was conducted at closing with no bradycardia or asystole. Device was later programmed to on without incident in 2001.